Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level. Customer did not test blood glucose level, however; customer stated they ¿feel fine¿. The customer was able to successfully reload the cartridge onto the pump and resume insulin delivery.